Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal part of a rist catheter broke and separated and needed to be removed from patient's wrist by doing surgery through elbow bend. The patient was undergoing treatment for a mechanical thrombectomy. The patient's vessel tortuosity was severe. The access vessel was the right radial artery. It was reported that the patient's vessels were calcified and force was needed to access towards the ica. The doctor took the casper stent inside the rist catheter and beyond it a net. When they were opening the casper proximally, they took the rist down and it started to burst into the inner part coils. It was kinked and they managed to remove the net and caspar out, but the rist catheter came out as a coil structure only. The surgeon was removed the rest of rist through the elbow bend. It was noted that there was friction/difficulty during injection and force was applied during delivery and removal. The catheter tip was not entrapped/stuck, there was no vasospasm, and the rist catheter was not stuck in the guide guide catheter. The patient did not experience any symptoms or other complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a 7f terumo slender10 cm sheath.

Manufacturer narrative:
H3: the rist radial guide catheter was returned for analysis. The rist total length was measured to be ~100.0cm and the usable length was measured to be ~95.0cm. The catheter tip and marker band were found flattened. The radial guide catheter appeared to be broken into two segments. The catheter body inner coil was found unraveling at the broken ends. The catheter was found to be stretched. In addition, the catheter body was found to be accordioned at 4.5cm to 11.0cm from the hub. The tubing material at the broken ends exhibited jagged edges, unraveling inner coil, stretching and necking. No flash or voids molded were observed in the hub. The radial guide catheter could not be used for resistance testing due to its damaged conditions. Based on the device analysis and reported information, the customer¿s complaint was confirmed as the radial guide catheter was found severely damaged. In addition, the guide catheter also found to broken into two segments. From the damages seen on the returned catheter; it appears there was excessive force used. The tubing material at the broken ends exhibited jagged edges, unraveling inner coil, stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the severe vessel tortuosity may have contributed to the resistance and separation issues. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.